Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, stent dislodgement occurred. The target lesion was located in a tortuous, unspecified lesion. While advancing the 2.25x16mm taxus express2 atom stent delivery system, the stent dislodged from the delivery balloon. The physician crushed the stent against the vessel wall. No additional patient complications were reported. The patient's current condition is listed as "ok".